Event description:
Patient reported right side breast cancer and cancerous nodules. Healthcare professional later reported capsular contracture baker grade IV and lymphadenopathy. The device has been explanted.

Manufacturer narrative:
Fi summary: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device will not be returned for analysis in the device analysis laboratory. However, as the reported event is classified as non-device related, the event is not confirmed. A review of the current risk documents pfmea-silicone filled bi and sizer assy rev 8.0 was performed, and the event of carcinogenesis (cancer) is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with breast cancer will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Fi summary: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device will not be returned for analysis in the device analysis laboratory. However, as the reported event is classified as non-device related, the event is not confirmed. A review of the current risk documents pfmea-silicone filled bi and sizer assy rev 8.0 was performed, and the event of carcinogenesis (cancer) is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with breast cancer will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy and capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and capsular contracture, baker grade IV.

Manufacturer narrative:
Correction to b5 description of event and h6 adverse event problem: the initial medwatch reported "lymphadenopathy" and e0308 swollen lymph nodes, in error. It was reported via MRI, "subcentimeter axillary lymph nodes were identified" and "no significant hilomediastinal or internal mammary chain adenopathy". Upon review of the events by abbvie medical safety, it was determined that lymphadenopathy did not occur and no coding was necessary. Lymphadenopathy and e0308 will be un-reported. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. ¿ cancer: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported they were informed their "prostheses had been related to a type of lymphoma". Patient also reported right side "breast cancer" and "cancerous nodules", which are not device-related. Healthcare professional later reported right side capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a, d6b.

Event description:
Patient reported right side breast cancer and cancerous nodules. Healthcare professional later reported capsular contracture baker grade IV and lymphadenopathy later anxiety. The device has been explanted.